Event description:
It was reported that there was a particulate matter inside the elastomeric balloon of a small volume intermate. The particulate matter was identified during a routine inspection after the device was filled with tobramycin. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was manufactured from november 24, 2014 ¿ november 26, 2014. The device was received for evaluation. Visual inspection noted white particulate matter in the fluid within the reservoir. Fourier transform infrared spectroscopy revealed the particulate to be acrylic material. The cause of the condition was not determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.